Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "basal rate change occurred every 5 minutes." Despite the customer alleging there was no basal rate changed programed. Customer's blood glucose was 183 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.